Manufacturer narrative:
On 1/15/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the initial report from 12/16/2019. Left-sided breast pain was initially reported; however, it was confirmed that the patient experienced left-sided capsular contracture (baker grade IV). Please disregard the previous "pain" patient code. The "capsular contracture" patient code has been added to this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's explantation date was scheduled for (B)(6) 2019 as opposed to (B)(6) 2020. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture baker grade IV and left-sided breast pain. The patient reported that the diagnosis was confirmed by a physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2020 and intends to replace with an unspecified mentor gel breast implants. This report is for the patient's left-sided device.